Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this patient experienced many paced beats in the forties. It was noted this patient has frequent premature ventricular contractions (pvc). Upon interrogation this left ventricular (lv) lead exhibited intermittent loss of capture (loc). Reprogramming was performed which showed better threshold and consistent capture. All other lead measurements were stable. This lv lead remains in service. No adverse patient effects were reported.